Event description:
It was reported that the patient's device was replaced. The healthcare provider confirmed that the patient experienced overstimulation and pain. The neurostimulator was replaced. The patient recovered without sequela.